Event description:
A 5 mm diameter x 18 mm length racer biliary stent system was implanted into a pt for the treatment of a renal artery lesion in 2004. The vessel was slightly calcified with an acute angle take off. The lesion was pre-dilated with a 40x20 balloon. It was reported that the balloon was inflated with successful deployment of the stent at the intended lesion site. It was reported by the physician that the balloon was inflated only one time and while pulling the balloon back into the guide catheter the balloon and inner member detached from the delivery catheter. The physician snared the balloon and inner member piece and removed it from the pt. There was no harm to the pt. Medtronic has received the films from the case. The film shows that the balloon was first inflated in the renal artery resulting in deployment of the stent. The balloon was still intact after the first inflation. The balloon was then pulled proximally to possibly post dilate and flare the proximal end of the stent that protrudes out into the aorta. The film indicates that the proximal end of the balloon was inflated inside the guiding catheter. The balloon was deflated and pulled back into the guiding catheter, which resulted in detachment of the balloon and distal shaft segment of the delivery system. It is theorized that the proximal end of the balloon was damaged (torn) by either the tip or braiding of the guiding catheter during the second balloon inflation due to the expansion of the balloon within the guiding catheter. This resulted in the balloon catching on the guiding catheter and total detachment of the balloon and distal shaft segment under the balloon. The device has been received and its analysis is pending.